Manufacturer narrative:
An 0x40 hazard alarm was generated, indicating that the rotational sensor maximum open count was exceeded. A drive stall was noted in conjunction with this alarm. Periodic pulse width increases were noted in the data. When the pod was reset and rerun, the timeouts were replicated. The hook sensor lay flat, instead of angling down onto the ratchet gear. Both hook peglegs were bent up onto the ratchet gear. The hook post spring was elevated with all the rungs visible. The hook post spring was over pressed. The sma wire resistance was higher than specification. Evidence was found of reservoir cap and tube nut interference. It could not be conclusively determined if this contributed to the alarm. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had blood glucose (bg) values that reached 257 mg/dl, while wearing the pod for 51 hours on the thigh.